Manufacturer narrative:
H3: device analysis found that the customer reported allegation "loose part" was verified, unit presented with software v1.7.5. And broken pin on afe pcba board. H6: initially submitted codes fdm b21, fdr c21, fdc d16, are no longer applicable, d02 and img g0403401 are applicable. H6: the code d20 is applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H4: mfg date - 21.02.2024. H6: the codes fdm b21, fdr c21, fdc d16 are applicable for nim patient interface. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) h6: the codes fdm b17, fdr c20, fdc d16 are applicable for nim console. H4: mfg date - 27.02.2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the annual system quick check, it was found that stim 1 output was intermittent. Site noted that stim return electrode felt loose in stim 1 + port. Site noted that reseating electrode did not resolve the issue. Ts had site move stim return electrode from patient simulator to stim 2 + port. Site noted that responses were now consistent when stimulating patient simulator. There was no patient involved.